Event description:
It was reported that this pacemaker was found to be in safety mode. It was recommended that this device be replaced. The device was subsequently explanted and replaced. This pacemaker has not been returned for analysis. No additional adverse patient effects were reported outside of this revision procedure.